Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl via an implanted pump. The pump was previously delivering morphine. The indication for pump use was spinal pain. On (b)(64) 2018 the patient reported that during the trial the doctor put the medicine in and as soon as the medicine was put in, he could not urinate for 2 days. He had to walk around with a catheter and then the pump was still implanted. Per the patient, the pump had never helped. He was ¿drooling in pain, can't feel bladder, and can't feel when needing to defecate¿. There was always an issue and the patient was fed up. Initially there was morphine in the pump and then it was changed to fentanyl about a month ago and the problems were worse. His insurance did not cover the change to fentanyl and he was upset. The patient was completely unsatisfied with the device and the physician that implanted it. He didn't need the pump. The patient was requesting a list of people that could remove the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-mar-2018 from a healthcare professional who reported that the patient had no relief with morphine sulfate and was experiencing impotence and bladder retention with constipation. There was no device issue. The medication was changed to fentanyl on (B)(6) 2018. The patient had a follow-up appointment on (B)(6) 2018 for a pump adjustment and they would reassess at that time. No further complications have been reported as a result of this event.